Manufacturer narrative:
The complaint of a guidewire stuck in the introducer needle was confirmed and the cause was determined to be use related. The product returned for evaluation was one 0.035 in. ¿j¿-tip guidewire and one 18 g introducer needle. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the guidewire was confirmed to be broken with the coil wire being unraveled. It appeared that the inner core wire had broken which allowed the outer coil wire surrounding it to unravel. Microscopic examination of the fracture sites revealed the following: narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire. Damage to the inside edge of the introducer needle which can occur if the guidewire is forcefully retracted against the needle, damaging the shape of the sharpened bevel biological material was also seen on the wire which may have contributed to the observed guidewire fracture as retraction of the wire together with the biological material could have caused the pieces to become stuck. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. A lot history review (lhr) of rebq1451 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that 5553200 guidewire was stuck in introducer needle. On 7/10/2019 - the returned guidewire was broken and unraveled.